Manufacturer narrative:
E1 - initial reporter establishment name : (B)(6) the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the scope communication error (b30) identified during the device evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction, the most probable root cause of the malfunction was due to data error in the scope identification (ID). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had scope communication error. There were no reports of patient harm.